Manufacturer narrative:
(B)(4)

Event description:
It was reported that during surgery, the abutment (ilpc443) became stuck in the implant. The site was replaced with another implant. Tooth location 6.

Event description:
No further event information provided at the time of this report.

Manufacturer narrative:
One certain low profile abutment was returned for inspection. A visual inspection revealed that the collar around the abutment sustained some damage. This most likely occurred during the removal process. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The abutment and implant could not be disengaged during functional testing. Based on the evaluation, the alleged malfunction is confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.